Manufacturer narrative:
No product has been returned for evaluation; therefore, no determination could be made for the reported device failure.

Event description:
Sales rep. Reported that the bioraptor anchor broke at the eyelet upon insertion. The site was pre-dilated prior to insertion. Patient was noted as having hard bone. The anchor was drilled-out and another one placed on top. No other information is available for this incident.